Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the large suturecut needle driver instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the large suturecut needle driver instrument steel wire was fractured. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the isi clinical sales representative (csr) and obtained the following additional information: the instrument was inspected prior to use and there was no damage or abnormality in the appearance. The surgical task was a prostatectomy - radical salvage. The instrument did not collide with any other instrument or tool during the procedure. It was unable to be determined if issues were related to opening/closing of the grips, it was a steel wire fracture. It was unable to be determined if issues were related to left/right (yaw) motion of the grips, it was a steel wire fracture. It was unable to be determined if issues were related to up/down (pitch) motion of the wrist, it was a steel wire fracture. Yes, two cables were visibly protruding from the distal end of the instrument. No fragment fell inside the patient.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The large suturecut needle driver instrument was analyzed and was found to have a broken grip cable at the grip hub. The cable was fully broken. There was no evidence of discoloration or corrosion/contamination on the cables to indicate a reprocessing-induced issue. The components surrounding the broken cable did not exhibit abnormal sharp edges or damage that would have contributed to the cable breaking.